Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap. It was reported that as the nurse released the roller of the tubing and tried to connect to the pump, the nurse realized that the fluid/medication was leaking onto their chemo gloves. The medication came in contact with the nurse but onto their chemo gloves. Both nurses went back to work as usual after the incident. The tubing/setup was replaced using a different lot number and therapy resumed. The medication was also replaced. There was patient involvement and no human harm reported.

Manufacturer narrative:
A leak was confirmed due to a dislocated o-ring in the spiros assembly. Since this is a low pressure system it is unlikely that the leakage resulted from over pressurizing the spiros assembly. The probable cause is a malfunction during assembly. A device history for the lot was reviewed and relevant commodities were reviewed, the following discrepancy was identified: 1 unit part number was reported with a leak, during receipt inspection process.